Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. The ventilator was investigated by our field service engineer on-site and the ac/dc converter and dc/dc & battery control (pcb) were determined defective and replaced which solved the issue. No log files were provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. #: 819475.